Event description:
This MDR is being submitted to report the reinfusion of damaged red blood cells as indicated by discolored urine. The operator observed red colored plasma in the plasma line during the procedure. No alarms were noted. The operator discontinued the procedure and disconnected the donor without re-infusion of the contents of the reservoir. This resulted in a 63 ml red blood cell (rbc) loss for this donor. Adter disconnection, the donor was sent the medical supercisor's (ms) office. The donor indicated that the felt fine and denied any additional signs and symtoms. The ms obtained two urine specimens (11:10 am and 11:45 am), which both indicated a slightly pink tinged color. The donor was given oral fluids and advised to increase fluid intake. Donor was advised to seek medical evaluation and was released from center with wife. The donor was seen and released from the ER. Donor was released from ER in good condition with instructions to follow-up with personal physician or return to ER ID discolored urine returned or any other concerns.

Manufacturer narrative:
Review of the troubleshooting log for the instrument in use during this event revealed that no alarms occurred during the procedure. Review of test procedure data sheets for the instrument in use during this event from 09/2005 (annual pm) and 05/2006 (post-event) revealed the instrument to be operating to specification on both of those days. The disposable set and concomitant products were discarded by the customer and are not available to baxter for evaluation. A review of manufacturing records for the anticoagulant, saline, and disposable set have been requested. A review of all complaints for the disposable set lot and the instrument in use revealed no other reports of discolored urine. This complaint is in the process of being investigated by baxter healthcare.